Event description:
It was reported that customer experienced occlusion alarm 2 followed by alarm 26. Customer's blood glucose (bg) level was 18.4 mmol/l. Customer changed the infusion set and cartridge to address blockage. Customer resumed pump therapy. A correction bolus via the pump was delivered to resolve bg.